Manufacturer narrative:
The complaint sample (lot #: 305000143297, (B) (4)) was received for evaluation. There was no visual evidence to suggest that the catheter had been used in a patient. The investigation determined that the root cause of the catheter not being able to remain secured on the introducer was due to a missing component of the introducer - specifically, the collect. A historical analysis of customer complaints for the past twelve months shows that there are no other confirmed customer complaints for this complaint type. A review of the device history record showed no anomalies. All operators performing the assembly of the introducer, 80011rs, have a minimum experience of four years performing this task. No corrective action is considered to be required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the intracranial pressure reading catheter that had been placed in the patient was not secured in place by the white screw in the bolt. It could have been pulled out. There was no injury to the patient.